Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and the screen was black. A field service engineer found that the station had no power and the screen was black. Inspection revealed that auxiliary drawer 3.1 was causing the power shutdown. The module board and the drawer control board were replaced, and after rebooting the device, all drawers were successfully detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not communicating and displayed a black screen; although the unit was connected to power, the screen remained unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.